Event description:
During a coronary artery drug eluting stenting treatment procedure that the balloon burst during inflation. The physician predilated the lesion with a 2.5x15mm maverick balloon before placing a 3.5x12mm taxus express2 drug eluting stent. Upon inflation of the delivery balloon, a balloon burst occurred. No complications were reported and the pt is reported in stable condition.